Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was sterility compromised due to the damage of the package? Yes.

Event description:
It was reported that during an unknown procedure, the outer box was found in good status but the inner package was damaged. The sample was discarded and could not be returned. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.